Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the lead 1- wire. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.